Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoids removal procedure performed on (B)(6) 2024. Prior to the procedure, while setting up the device, it was noticed that the wire was broken. The thread appeared unusual, and that the two bands were protruding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed the suture was broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoids removal procedure performed on (B)(6) 2024. Prior to the procedure, while setting up the device, it was noticed that the wire was broken. The thread appeared unusual, and that the two bands were protruding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed the suture was broken. Additional information received on (B)(6) 2024: the speedband superview super 7 was used during a ligation of internal hemorrhoids procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h2 (additional information): block b5 has been updated based on the additional information received on (B)(6) 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoids removal procedure performed on (B)(6) 2024. Prior to the procedure, while setting up the device, it was noticed that the wire was broken. The thread appeared unusual, and that the two bands were protruding. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a video of the complaint device outside the patient was provided by the customer and showed the suture was broken. Additional information received on april 2, 2024: the speedband superview super 7 was used during a ligation of internal hemorrhoids procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached, one of them was overlapped. The ligator housing teeth were bent. The suture was broken, which is consistent per media analysis on the provided video' however, it was detached from the ligator housing teeth. Additionally, the handle had marks that the trip wire being secured. No other problems with the device were noted. The reported event of suture break was not confirmed. Upon analysis, the suture was not broken; however, it was detached from the ligator housing teeth. It was also found that one of the bands in the ligator housing overlapped, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It was reported that the broken suture was detected prior to the procedure; however, the condition of the returned device is different from the provided video. The returned device seemed like it was used during the procedure. This could have detached from the ligator housing due to the manipulation when the shrink wrap was being taken off, or upon pulling the suture with the wrap. Therefore, the most probable root cause of this complaint is adverse event related to procedure.